Event description:
On (B)(6) 2009, the pt underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. The right common iliac artery (cia) was tortuous and aneurysmal; two aortic extenders were placed as distal extensions to a contralateral leg in the right cia. On (B)(6) 2012, a contralateral leg was placed to resolve a type iii endoleak between the aortic extenders.

Manufacturer narrative:
The mfg records review verified that the lots met all pre-release specifications. Add'l device: (B)(4).